Event description:
It was reported that prior to use of the 6x80 mm absolute pro self expanding stent system (sess), it was noted that the handle/launcher of the device had a different size and lot number (lot 3120761, 6x40mm). Therefore the device was not used and there was no patient involvement. A new 6x80 mm absolute pro sess was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported device markings / labelling problem was able to be confirmed. The reported premature activation (stent partially removed from the release sheath before use) was unable to be replicated in a testing environment due to the condition of the returned device (stent implant was deployed and not returned). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. A where ship/export report was run which confirmed both the lot listed on the label (6mm x 80mm and lot# 3120761) and the lot listed on the handle (6mm x 40mm and lot# 4121761) were shipped to the hôpital ambroise-paré account. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as inadvertent mishandling of the device likely resulted in causing the distal sheath to slightly retract from the base of the tip and inadvertently prematurely deploy the stent. The reported device markings / labelling problem (handle/launcher of the device had a different size and lot number than the label) likely occurred during inadvertent mishandling at the hospital. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 4051 was removed.

Event description:
Subsequent to the initially filed report it should be noted that the stent was exposed from the sheath prior to use. No additional information was provided.